Manufacturer narrative:
(B)(4). Method: the subject devices, ojr520 optiflow junior 2+ cannula xxl was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information, photography provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography has revealed that the cannula tube was twisted and broken inside the cannula packaging (clamp shell). It was also observed that the packaging clamp shell seal was broken. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr520 optiflow junior 2+ cannula xxl show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in turkey on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two of their ojr520 optiflow junior 2+ cannula's was found broken while in the packaging. There was no reported patient involvement.

Event description:
A distributor in turkey on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two of their ojr520 optiflow junior 2+ cannula's was found broken while in the packaging. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.